Event description:
The technician alleged that the mattress ticking was worn due to age and had small holes in the cover where the mattress cover has peeled and there was fluid ingress into the mattress. No injury reported.

Manufacturer narrative:
The technician installed the treatment revitalization kit to resolve the issue.